Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2010. It has been reported the patient is having trouble charging the ipg. A replacement charging system did not resolve the issue. A surgical intervention is pending in order to resolve the issue. No further information is available at this time.